Event description:
Reported false positive results. 4 symptomatic patients for flu b and 1 symptomatic patient for flu a. The customer communicated the results were confirmed negative by molecular (pcr testing).

Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. A review of complaint history did not identify any adverse trends. A review of the DHR did not find any issues relating to the reported problem. Root cause: could not duplicate with retains. Source: phone.